Event description:
Patient ventilator began alarming and vent was reading "device malfunction" and stopped working while on patient. Rn and rt responded to bedside immediately and pt was manually ventilated while vent was changed out.